Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the x-ray regulator circuit board was defective. The customer elected to obtain the part from a third party and will make repairs on their own. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 2600 had failed and was in-operative. There was no adverse patient involvement reported. There was no patient information reported.